Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The integrated electro surgical unit (iesu) was analyzed, and failure analysis investigations could not replicate the issue but confirmed through the system logs. Visual inspection showed the iesu to be in good condition. The iesu was tested with the system and successfully cauterized all ports and instruments without issue. The iesu was then sent to the original equipment manufacturer for further investigation. The complaint was confirmed based on the field evaluation which indicates that the device may have contributed to the customer reported issue. The probable cause of customer reported issues is attributed to a faulty electrical component inside the generator.

Event description:
It was reported that prior to the start of a da vinci-assisted low anterior resection (lar) surgical procedure, user informed the technical support engineer (tse) that they encountered repeated c-83 and c-00 on the erbe. The user rebooted the erbe, but the issue persisted. The user replaced the erbe with a force triad generator to continue with the procedure as planned. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that there is no available information regarding whether ports were placed prior to the issue being identified. Furthermore, it was stated that the user replaced the erbe with the force triad generator to continue with the procedure robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.